Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis no rep present during the procedure and the patient is fine. The device was removed and re-torched several times (unknown exact how many), the test tip was not present during the procedure just after. Another instrument was adapted to the same handpiece but that did not help.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, this generator is programmed with the old hardware 1.05 and during the procedure described below it was connected with ace36e. During a lgbp-procedure the generator started to sound intermittent but without a failure signal. The surgeon just kept the max-pedal pressed down without releasing it and eventually the intermittent sound stopped and went back to a normal sound. This happened repeatedly but without any code error. The procedure was completed with this generator. Unfortunately the patient was re-operated due to a post-op bleeding, once opened the surgeon found 4 liters fluid (2 liters blood and 2 liters body fluids) in the abdomen. The surgeon is uncertain as to the cause of the heavy bleeding however he will not rule out the possibility of the harmonic failing in its performance. Despite the fact that there was no bleeding once the procedure was completed. A full protocol check-up has been done where one handpiece has been discharged. The generator will be sent for a software update. The procedure was completed with this generator. One device will be returning.